Manufacturer narrative:
Product analysis #233770681: brief description of complaint: when the button was released on the footswitch, sometimes, the plasmablade would remain functioning for 1-2 seconds. It was also noted that sometimes when the plasmablade was functioning, the sound was heard, but there was no heat from the blade. Investigation conclusion: the reported issue was not confirmed. The generator passed device insertion, as 7-pin and 3-pin devices were recognized as connected upon insertion. The footswitch is functioning correctly and no instances of a delay, or "remains active", were observed during activation and rf power delivery. The test device activated rf upon button press and rf output stopped on button release for 7-pin test device for both cut and coag. The monopolar power output test demonstrates that cut and coag are also within specifications for all settings. There were no failures found. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, when the pedal was released on the rf footswitch the plasmablade would remain functioning for 1-2 seconds. There was no patient injury reported.

Manufacturer narrative:
Product event: (B)(4). Patient information is unknown, however follow-up for additional information is still in progress. A supplemental will be submitted if information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, when the pedal was released on the rf footswitch the plasmablade would remain functioning for 1-2 seconds. There was no patient injury reported.